Manufacturer narrative:
Taper ii: the reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connector type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the event of port displacement as follows: precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: failure to secure the band properly may result in its subsequent displacement and necessitate reoperation.

Event description:
Reported as: a patient with the lap-band system was reported to have a port displacement. It was noted that when the patient presented for her first fill, the physician was not able to access her port. Patient came in for a second visit and the physician was still unable to access the port. The patient was referred to a radiology group and the port was noted to be vertically aligned. "Prominent band loop towards the anterior skin in subcutaneous tissues where it may be palatable. This is located 5cm superior to the port." The device was explanted.

Manufacturer narrative:
Supplement #1 sent to the FDA on (B)(6) 2016. The device was returned to apollo for analysis, and visual examination confirmed the connector type as a strain relief. Brown and black particles were observed on the outer surface of the port housing junction and strain relief. Brown particles were observed on the inner surface of the strain relief. A port leak test was performed and no leakage was observed. A fill test was performed and no blockage or resistance to flow was observed. Microscopic analysis noted non-penetrating nicks on the port septum and port housing. Microscopic analysis noted that all four access port anchors were partially deployed. Two anchors of the four were bent.